Event description:
A customer reported an issue with their pump, which required replacement. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.